Manufacturer narrative:
An update was received and the device was difficult to disconnect. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set was unable to disconnect. This occurred during patient infusion. It was stated that they had to cut the line to disconnect the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.